Event description:
Customer reported that he was hospitalized due to diabetic ketoacidosis. Customer stated, he experienced high blood glucose. Customer treated with the insulin pump and stated forty minutes later his blood glucose was between 280 and 285 mg/dl and had to go to the hospital. When arriving to the hospital; customer stated the blood glucose was around 270 mg/dl. Customer was taken of insulin pump therapy and treated with insulin intravenous drip. After the third day in the hospital; customer was instructed to reconnect to the insulin pump as his blood glucose value was 150 mg/dl. Customer treated with insulin pump and blood glucose dropped to 40 mg/dl. During troubleshoot; customer stated that the drive support cap is recessed, there is no air noted on the tubing and he is able to rewind and prime the insulin pump. Settings were checked and the time incorrect and date, bolus and basal rates correct. Current blood glucose is 321 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.